Event description:
A talent thoracic stent graft system was implanted in a patient for endovascular treatment of a penetrating ulcer approximately 17 months ago. The penetrating ulcer diameter and vessel morphology at the time of implant is unknown. Currently the vessel morphology there is a dissection, the cause of the dissection could not be determined. A recent CT demonstrated that there is a one cm to two cm dissection approximately 4 mm distal to the most distal part of the stent graft. The dissection was resolved with the implantation of another thoracic stent graft which covered the dissection. No additional clinical sequelae reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection). Results and conclusions: (disease progression).